Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced inconsistent insulin delivery while using teflon cannula infusion sets with the ilet, resulting in rapid insulin depletion, persistent postprandial hyperglycemia up to 374 mg/dl for 1¿2 hours, followed by pump-driven corrections that led to hypoglycemia as low as 53 mg/dl, which the user treated with oral glucose; after switching to steel cannula sets (clip-in/¿cds¿) per the healthcare professional¿s guidance, glycemic control stabilized with residual insulin remaining at routine change intervals. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of oral glucose administration. Investigation included interviews and analysis of information provided by the user and the healthcare professional. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.